Event description:
It was reported that the tip of the fenestrated bipolar forceps instrument broke during sterilization. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed all components at the wrist to be intact, however, the grips are slightly misaligned. The luer plate is dislodged from the chassis. The chassis feature that retains the luer plate is broken. Instrument was likely due to a use issue during the cleaning process. Engineering also observed the distal end of the main tube to have a section 3 inches above the proximal clevis with deep scratches. The scratches have removed material from the tube. Scratches are concentrated in a 1.5" long area on one side of the tube only. The scratch marks are not parallel to the tube axis, suggesting they may have been caused by inadvertent contact with other instruments. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.